Event description:
A report was received that the patient will undergo an explant procedure due to the ipg causing pain at the pocket site. The physician will investigate the cause of the patient's pain during the revision procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical and performance tests performed. The possibility that electrical leakage could cause pain at the patient¿s pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient¿s latest setting. Leakage current was in the normal range. Therefore, the reported complaint of the ipg causing pain at the pocket site was not duplicated or confirmed. The ipg exhibits normal characteristics.

Manufacturer narrative:
Additional information was received that the patient underwent the explant procedure and is reportedly doing well.

Event description:
A report was received that the patient will undergo an explant procedure due to the ipg causing pain at the pocket site. The physician will investigate the cause of the patient's pain during the revision procedure.

Event description:
A report was received that the patient will undergo an explant procedure due to the ipg causing pain at the pocket site. The physician will investigate the cause of the patient's pain during the revision procedure.